Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at unknown time before (B)(6) 2021. The patient claimed obtaining a blood glucose reading of ¿200 mg/dl¿ with the subject device which he felt was inaccurately high compared to his feelings and/or normal readings. The patient manages his diabetes with self-adjusted insulin ¿novolog and lantus¿ (dose unknown). The patient reported that he took an unspecified shot of insulin in response to the alleged result. The patient reported that at 1:30pm on (B)(6) 2021, after obtaining the alleged inaccurately high blood glucose reading, he developed symptoms of ¿lightheaded, dizzy and about to pass out¿. The patient stated that he self-treated with food and drink ¿orange juice¿. He retested his blood and obtained a blood glucose result of 60mg/dl on another, unknown device. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing. The cca also noted that the patient did not have control solution available at the time of the call to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention, administered by a third party after reportedly developing symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering medication based on the alleged inaccurately high blood glucose readings obtained on the subject device.